Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent stabilizer was seen to be kinked and broken. The stent was not returned. The delivery catheter was seen to be kinked approximately 103cm from the hub. The delivery catheter was seen to be flat in two locations (30cm and 122.5cm from the hub). During the functional inspection, the reported damage of the stent delivery catheter friction failed. Damage to the stabilizer meant that friction was noted during this functional test. The reported damage of the stent delivery catheter kinked/bent was not performed as the kink/bent damage visually confirmed during device inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of stent delivery catheter friction and stent delivery catheter kinked/bent were both confirmed during analysis. The reported event of stent failed/unable to deploy could not be duplicated as the stent was not returned for analysis, however; the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. The patients anatomy was described as 'severely tortuosity'. It was reported that 'an attempt was made to deploy the subject stent inside the patient's body; however, it could not be deployed due to strong resistance. Attempts were made to deploy the product in the presence of sr while taking measures such as device flushing, but it proved difficult, and the subject device was collected'. Prior to deployment of stent, the inner body was not able to advance to the proximal part of the stent and there was difficulty reported in pulling back the outer body. The stent was not returned for analysis. The stent delivery catheter was confirmed to be kinked/bent and was also flattened in 2 locations along its length. The proximal end of the stent stabilizer was kinked/bent and was also broken/fractured. During functional testing, friction was noted between the stabilizer (inner body) and the stent delivery catheter (outer body). The event description indicates there was resistance while attempting to deploy the stent device (although it is also noted that the inner body was unable to be advanced to the proximal part of the stent in preparation for deployment as instructed in the dfu). It is most likely that due to unknown procedural factors and the severely tortuous anatomy, the user experienced this reported resistance. Due to this resistance, the user repeatedly applied force to try and advance the device, resulting in the damage noted during analysis. The as reported events of stent failed/unable to deploy, stent delivery catheter friction and stent delivery catheter kinked/bent and the as analyzed damage of stent delivery catheter friction, stent stabilizer kinked/bent, stent stabilizer broken/fractured during use, stent delivery catheter kinked/bent and stent delivery catheter flat/crushed will be assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) stabilizer broken/fractured during use. No clinical consequences were reported to the patient due to this event.